Manufacturer narrative:
Testicular implant was received for evaluation. No functional abnormalities were noted with the testicular prosthesis. The information received indicated the device was explanted for an unknown reason, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information, two torosa testicular devices were explanted for an unknown reason. The additional torosa device is captured under a separate report.

Event description:
According to the available information, two torosa testicular devices were explanted for an unknown reason. The additional torosa device is captured under a separate report.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.